Manufacturer narrative:
It was reported that the surgeon hit the balloon with the suture needle. The return of the product upon which this medwatch is based is anticipated. Further information received or derived from the evaluation will be provided with a supplemental 3500a form.

Event description:
It was reported that during a mitral valve repair procedure, the surgeon was suturing and hit the balloon with the needle. This caused the balloon to deflate. The surgeon at that time made a 4mm incision in the second intercostal space lateral to the anterior axillary line and inserted a clamp to cross clamp the aorta. The case was completed successfully with no further adverse patient consequence.